Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with undersensing noted on the implantable cardiac monitor.